Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a spinal lumbar fusion procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that the camera cart was intermittently losing connection with the main cart. The screen said "trying to connect" for about 30 seconds before connection was restored. This happened about 5 times in this case, 3 times at the beginning, then spent nearly an hour without a re-occurrence before occurring again. The medtronic representative confirmed the interconnect cable was fully seated. The medtronic representative moved the pcoip host card network cable from existing port 2 on the checkpoint to an alternate free port, in order to determine if the video timeout (shown as "no connectivity" on the monitor) was due to a faulty lan port on the checkpoint. The surgery was completed with navigation and there was no impact on patient outcome. The medtronic representative reported that swapping the cable did not resolve the issue. The system booted up, but the camera monitor did not. The medtronic representative re-arranged the cables back to the original settings and there has been no report of the camera cart losing connection since that day.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.